Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("lumen of both tubes are a springlike piece of metal that enters into the cornu.") In a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of breast pain, abscess on buttock, vaginal discharge, bacterial vaginosis, lower abdominal pain, parity 3, multi gravida, abnormal uterine bleeding, morbid obesity, thrombosis venous deep (deep venous thrombosis of distal lower extremity 2016- right leg dvt, lower extremity, distal 2016- right leg), arthritis, heavy periods, nausea, cough, allergy (motrin (ibuprofen)- rash and fever. Penicillin), surgery (essure tubal ligation 2012 cholecystectomy 1986), anemia and edema (edema of left foot- off/ on since (B)(6) 2013). Previously administered products included: zyrtec [cetirizine hydrochloride] for chest pain. The patient had a family history of colon cancer. On (B)(6) 2015, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy and left oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 51.992 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: rad hysterosalpingogram. History: status-post essure. Impression: status post bilateral essure device placement with bilateral fallopian tube occlusion. [Pathology test] on (B)(6) 2015: clinical information: left salpingo-oophorectomy; right salpingectomy; abnormal uterine bleeding; dysfunctional uterine. Bleeding. Specimen(s) submitted as: uterus, cervix, bilateral fallopian tubes and left ovary final pathology diagnosis uterus and adnexa, hysterectomy and bilateral salpingo-oophorectomy: unremarkable cervix. Early secretory phase endometrium. Adenomyosis. Benign fallopian tubes with paratubal cyst. Benign ovaries with corpus luteum and corpus albicans. Gross description: within the lumen of both tubes are a springlike piece of metal that enters into the cornu. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: update of imdrf code choices from ptc investigation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("lumen of both tubes are a springlike piece of metal that enters into the cornu.") In a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of breast pain, abscess on buttock, vaginal discharge, bacterial vaginosis, lower abdominal pain, parity 3, multi gravida, abnormal uterine bleeding, morbid obesity, thrombosis venous deep (deep venous thrombosis of distal lower extremity 2016- right leg dvt, lower extremity, distal 2016- right leg), arthritis, heavy periods, nausea, cough, allergy (motrin (ibuprofen)- rash and fever penicillin), surgery (essure tubal ligation 2012 cholecystectomy 1986), anemia and edema (edema of left foot- off/ on since on (B)(6) 2013). Previously administered products included: zyrtec [cetirizine hydrochloride] for chest pain. The patient had a family history of colon cancer. On (B)(6) 2015,, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy and left oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 51.992 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: rad hysterosalpingogram. History: status-post essure. Impression: status post bilateral essure device placement with bilateral fallopian tube occlusion. [Pathology test] on (B)(6) 2015: clinical information: left salpingo-oophorectomy; right salpingectomy; abnormal uterine bleeding; dysfunctional uterine. Bleeding. Specimen (s) submitted as: uterus, cervix, bilateral fallopian tubes and left ovary final pathology diagnosis uterus and adnexa, hysterectomy and bilateral salpingo-oophorectomy: unremarkable cervix.. Early secretory phase endometrium. Adenomyosis. Benign fallopian tubes with paratubal cyst. Benign ovaries with corpus luteum and corpus albicans. Gross description: within the lumen of both tubes are a springlike piece of metal that enters into the cornu. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.